Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown dynamic condylar screw (dcs) plate /unknown quantity/unknown lot. Refers to revision surgery. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: kao, f. Et al (2009). Treatment of distal femoral fracture by minimally invasive percutaneous plate osteosynthesis: comparison between the dynamic condylar screw and the less invasive stabilization system. Journal of trauma injury, infection and critical care, 67 (4), 719-726. This study included 45 supracondylar or intercondylar femoral fractures that were treated with minimally invasive percutaneous plating with the dynamic condylar screw (dcs), consisting of the dcs plate and screws, or the less invasive stabilization system (liss). Liss system consists of a plate and at least four bicortical locking screws and at least four unicortical locking screws. There were 26 patients with 26 fractures in the dcs group and 19 patients with 19 fractures in the liss group. This refers to a dynamic condylar screw (dcs) plate and a 37 year old woman who presented with an ao/ota- type c2 supracondylar femoral fracture. Plate loosened and required revision. This is report # of # for (B)(4). This report is for an unknown dcs plate. This report is for 8 devices.